Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory a visual analysis was completed on the programmer. No damage observed in the visual analysis would be grounds for failure or return. The programmer passed the functional test. The device failed the baseline evaluation, but we were not able to select any lead/channel from menus due to the display did not detect the touch finger on its area. Tgz files were extracted and analyzed, where no instances of error codes were observed. The touchscreen defect was validated in mti, where the touchscreen failure was confirmed. Subsequently the programmer was disassembled to isolate the defective components in the touchscreen assembly. When the lcd touchscreen laramie was swapped out with a known good unit, the product defect disappeared. This confirms a defective lcd touchscreen laramie caused the observed touchscreen failure. Despite analysis findings, this investigation is consistent with the criteria for CAPA-00006695, that is touchscreen unresponsive. This investigation has deemed this as a "cause traced to design" event.

Event description:
It was reported that the programmer touch screen had anomaly. The programmer will be returned for analysis. No adverse patient effect was reported.